Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury (medical treatment) associated with the posterior leaflet perforation could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, posterior fail, and a dilated left atrium (la). A mitraclip xtw was implanted at a2/p2, but post deployment, a perforation on the posterior leaflet occurred. The clip was attached and stable on the leaflets. To treat the perforation, two additional mitraclips were implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.